Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set 4-way stopcock extension set was not connected well in the middle where the stopcock is located. The set was primed and connected to the patient for therapy when it was discovered that the tubing had fallen apart from the stopcock which resulted in a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.